Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. Failure analysis determined that the primary failure, ¿unable to test,¿ was consistent with the customer-reported complaint. The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of melting. The instrument was tested on an in-house dv5 system. It passed both the recognition and engagement tests and demonstrated intuitive movement with a full range of motion in all directions. Visual inspection also revealed that the grip cable was loose from its original position at the proximal end. Due to this, the jaws did not open and close properly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer received error message " incomplete seal cycle" "press arm swap pedal to restore control then remove and reinstall. If issue persists, discard instrument. Sealing malfunction". The customer stated that it was not surgeon or user error. The customer informed the surgeon and team used vessel sealers often with no issues. It was noted the instrument would work a couple of times, then wouldn't and would pop up the error message. The procedure was completed with no reported injury.